Event description:
Pacemaker inserted 1989 for sick sinus syndrome. At recent office visit the pacemaker was functioning appropriately in the backup sensing mode. However, it was found to have a rood switch malfunction without ability to obtain magnectic readings nor obtain telemetry. Impression was that of pacemaker generator failure as well as pacemaker lead exit block. 3/5/97 underwent elective replacement of pacemaker and electrode.